Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was emitting a loud beep and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was unable to power on. Upon investigation, there was no output at oscillator y100. The cause for the inability to power on was the defective oscillator. The root cause for the defective oscillator cannot be positively determined. No adverse event resulted from the defective component. The pt received a replacement electrode belt.